Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the body of the 6f multipurpose a 1 (mpa1) vista brite tip guiding catheter was found bent and fractured when the nurse unpacked the product before procedure. There was no reported patient injury. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the body of the 6f multipurpose a1 (mpa1) vista brite tip guiding catheter was found bent and fractured when the nurse unpacked the product before a procedure. The reported issue involved the tip of the device becoming kinked and fractured, indicating a separation or breakage into multiple parts. There was no reported patient injury. The intended procedure was reported to be a pulmonary artery balloon dilatation. The product was stored, handled, inspected, and prepped according to the instructions for use (IFU). A non-cordis guidewire was used along with the vista brite tip catheter. The non-sterile 6f .070 mpa 1 100cm catheter was returned coiled in a plastic bag. Visual inspection revealed three kinked or bent sections at approximately 26.5 cm, 35.0 cm, and 67.0 cm from the distal tip. No visible cracks or fractures were noticed on the device. Dimensional analysis was conducted at these locations and confirmed that the catheter¿s outer and inner diameters met manufacturing specifications. No other physical abnormalities were detected. Based on the returned condition, the reported cracking could not be observed, and the kinked condition was seen. The complaint of ¿catheter ¿ kinked/bent¿ was observed during product analysis, while the reported ¿catheter ¿ cracked¿ condition was not seen. Given that no cracks were evident upon inspection, and dimensional measurements were within specification, the catheter was within manufacturing tolerance. Procedural or handling factors such as packaging stress or the use of a non-cordis guidewire may have contributed to the observed bending. According to the IFU, ¿inspect the guiding catheter before use to verify that its size, shape and condition are suitable for the specific procedure¿ and ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter¿. The IFU also warns that ¿torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft¿. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.